Event description:
Customer reported that when they went to prime the insulin kept dripping about ten more drops after pressing stop. Customer stated that they were experiencing a connection issue between the reservoir and the infusion set and they were unable to manually push insulin through the tubing. This problem occurred twice. Customer's current blood glucose reading is 168 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.